Manufacturer narrative:
(B)(4). Aaron j. Johnson, siraj a. Sayeed, qais naziri, harpal s. Khanuja, michael a. Mont ¿minimizing dynamic knee spacer complications in infected revision arthroplasty¿ clin orthop relates (2012) 470:220¿227. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Product location is unknown.

Event description:
It was reported in journal article that one patient had a subluxated tibial components secondary to the lack of a cement stem on the tibial component. No additional patient consequences were reported.